Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements. The device and ra lead were explanted and replaced. The ra lead broke during extraction and a small portion of the lead was left in the patient's heart. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicates that this product was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the ra lead was fractured, which was confirmed visually by x-ray prior to the procedure. The ra lead was removed in several pieces. This product remains explanted. No adverse patient effects were reported.